Manufacturer narrative:
The prodigy 6f catheter was not returned for investigation. The manufacturing records for prodigy 6f were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the complaint information provided the exact root cause could not be determined. However, the prodigy catheter was advanced and withdrawn through a stent, which may have been a contributing factor to the marker band detachment.

Event description:
It was reported that during an acute common iliac re-thrombosis procedure, following the sixth pass, the radiopaque marker of the prodigy 6f catheter was not present at the distal tip of the device. An angiogram was performed and the marker band could not be located within the patient. It is believed to have been lost within the sterile field after removal from the patient during flushing of the catheter. A new prodigy 6f catheter was used to complete the procedure. Additionally, the patient had a previously placed distal superficial femoral artery (sfa) stent which the prodigy 6f was navigated through. There were no reported device malfunctions or difficulties tracking the device. No additional intervention was performed as a result of this event. The patient remained stable post-procedure, and no adverse patient sequelae were reported.